Event description:
Customer reported the maxplus extension set¿s male luer unscrewed from the patient¿s IV catheter during a pressure injection. She stated they normally start on IV with a smith medical IV catheter, attach the maxplus extension set to it, and manually flush the set with saline to assure patency prior to starting the power injection. Once they start the pressure injection, the maxplus set rapidly unscrews and backs off from the IV catheter hub resulting in blood and fluid leaking all over. They check to make sure all of the connections are tight but it still occurs whether they use a slower pressure injection (1.5ml/second) or a faster injection (6ml/second). There was no harm to the patient or medical intervention. The customer stated that no further patient or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of the male luer of the extension set unscrewing from the catheter during a pressure injection. Customer stated the set has been discarded and will not be returned. The root cause of this failure could not be identified.